Event description:
Baxter reported a transfer set in which "during treatment a leakage was recognized" due to broken occluder feet. No pt injury or medical intervention was reported per baxter affiliate.